Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) aspirated air. Everything was done like trained and then air was drawn during aspiration. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The incident occurred on the week of (B)(6) 2025. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the handle of the sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that the valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. B3: date of event- estimated as the aware date as the date of the event is unknown. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) aspirated air. Everything was done like trained and then air was drawn during aspiration. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The incident occurred on the week of (B)(6) 2025. The device was returned.